Event description:
On 2/13/97, a facility nurse informed the MFR's customer svc rep that according to x-ray, the device was defective (defect not specified) and as a result, the device was explanted on 1/6/97. No further details were provided at this time.